Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the insulin pump over delivered insulin during night and when she woke up in the morning, the paramedics at the scene. The customer stated that the device turned on by itself and the numbers were ramping on the screen. The customer stated that she has been off the insulin pump and had reverted to manual injections since october when she went to see her doctor. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.